Event description:
It was reported that the patient had an MRI to help determine if her symptoms were related to the pump. The patient stated that the pump was implanted in the front right side of her body but she felt it had moved. The patient stated that she felt the pump was pressing against her spine. The patient¿s physician did not believe that was the cause of the symptoms but ordered an MRI to rule out the pump causing the patient¿s pain. The patient reported an increase in pain and severe pain that started in (B)(6) 2013. The patient saw the physician the day prior to the report and the physician changed the programming to deliver more medication. The physician also changed the patient¿s personal therapy manager (ptm) boluses from 3 boluses per day with a 4 hour interval to 8 boluses per day with a 2 hour interval. The device system delivered morphine. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2011-(B)(6), product type catheter. (B)(4).